Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, when the implanter advanced the delivery system out of the esheath plus, a strut on the valve had bent and was protruding out from the plv skirt. The delivery system and valve were slowly retracted back into the sheath and everything was pulled out at once. A new sheath, valve, and delivery system were opened. The second attempt resulted in a successful implant with no complications.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information based on investigation. The following sections of this report have been corrected: a1 (patient identifier), g4 (510k number). The following sections have been updated: h6 (component codes, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was reviewed and revealed that the patient's right access vessel had the presence of calcification and tortuosity, and that one strut was bent at the outflow side. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. Lot history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. The commander delivery system with s3/s3u IFU was reviewed for guidance and instructions. No IFU or training deficiencies were identified. During manufacturing mitigation difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in frame damage has previously been documented in a product risk assessment. Although the esheath plus was used in this case, the product risk assessment remains applicable as there are no significant changes related to the sheath shaft. In addition, review of work order revealed that the manufacturing mitigations/controls for the s3 ultra valve remains the same regardless of esheath or esheath plus configuration. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint for frame damage was confirmed based on provided imagery. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "during a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, when the implanter advanced the delivery system out of the esheath plus, a strut on the valve had bent and was protruding out from the plv skirt. The delivery system and valve were slowly retracted back into the sheath, and everything was pulled out at once". Per the training manual, "insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion" and "in expectation of high friction, use short movements and push delivery system closer to sheath hub." Furthermore, the training manual instructs that "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification," "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system," and "do not over-manipulate the sheath at any time." As revealed through anatomical imagery review, the patient's access vessel was characterized by calcification and tortuosity. The presence of calcification and tortuosity can create a challenging pathway during delivery system (ds) advancement, which can lead to higher push force. So, if excessive force was applied to overcome associated resistance, it could lead to the valve struts interacting with the sheath shaft, resulting in the bent struts as seen at inflow. These patients and/or procedural condition, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A product risk assessment had previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. In this case, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (high push force, excessive device manipulation) may have contributed to the reported event. However, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified.